Manufacturer narrative:
Method: visual inspection; device history review; results: no manufacturing anomalies that could be associated with the breakage were reported. This is the first reported occurrence associated with this manufacturing lot number. The instrument fracture may a result of over tightening. Excessive tightening could also result in the deformation of the instrument distal tip. The root cause is not determined, multi-factorial. Conclusion: the likely mode was torsional overload but the product was not returned for visual examination.

Event description:
It was reported that the tips of the revision driver draw rod was broken when doing workshop.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the reflex hybrid revision driver screw extractor was not returned, therefore it cannot be confirmed the distal threaded tip broken off during demonstration, except for the sales rep report. No manufacturing anomalies that could be associated with the breakage were reported. The instrument fracture may a result of over tightening. Excessive tightening could also result in the deformation of the instrument distal tip. Conclusion: the likely mode was torsional overload but the product was not returned for visual examination, therefore, the exact cause of the event cannot be determined and is likely multifactorial.

Event description:
It was reported that the tips of the revision driver draw rod was broken when doing workshop.